Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
It was reported that a beutelrock reamer broke during treatment; no injury resulted.

Manufacturer narrative:
One broken instrument and one unused instrument was received for evaluation. No material defect was found with the unused file. Root causes are not identified. We will track this kind of event and monitor the trend. The files are constructed with a predetermined breaking point, so that if the user used excessive force than the files break only on this area.